Event description:
It was reported that the patient's device had high impedances and some, though not a significant, decrease in therapeutic effect. It was noted that the impedances from (B)(6) 2012 were all 'ok' with exception to one. It was reported that the case-to-0 impedance was 34741 ohms. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2011, product type extension; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0424784v, implanted: (B)(6) 2011, product type lead.

Event description:
Follow up from the health care provider reported the cause of the even was a lead fracture. It was also noted there were out of range impedances for c+0, 0+2, 0+3, and c+3. No revision had occurred. X-ray confirmed break. It was also noted the patient had bilateral fracture and that the patient had been asymptomatic for years until this event. Patient was reprogrammed, they changed from monopolar to bipolar configuration and it improved the shock-like sensations. Signs and symptoms include shocking sensation. There was no hospitalization required due to the event. No further information was reported.

Event description:
It was reported that the case-to-0 impedance was 3471 ohms, not 34741 ohms.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).